Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unspecified alarm. The customer¿s blood glucose level was 9.8 mmol/l at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test and self test. No pump error 54 or e/a alarm noted during testing. However, pump error 54 found in the formatted history due to a software error.